Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B1, b2, b5, h1 and h6 updated; patient death has been reported. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of diabetes and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was swelling noted adjacent to the incision site. The nurse noted that the swelling increased overnight under the incision. The patient was on a heparin drip at 850units/hr. The impella functioned at p-6 at 3.7l/min as intended. Swelling can be influenced by the impella's anticoagulation and purge requirements. After 15 days of pump support the team and family made decision to withdraw care and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Updated information: d4 catalog number corrected. D6b explant date added.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of diabetes and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was swelling noted adjacent to the incision site. The nurse noted that the swelling increased overnight under the incision. The patient was on a heparin drip at 850 units/hr. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.7l/min as intended. Swelling can be influenced by the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.